Event description:
It was reported that a balloon rupture occurred. A target lesion was located in a severely calcified coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 8 atmosphere (atm). The device was simply removed from the patient's body. The procedure was completed with a non bsc device. No patient complications were reported. Patient was good post procedure.